Event description:
Report received of a tubing rupture while in use with a power injector. The clinician was injecting 120cc of isovue 300 at a rate of 4ml/second. After 49ml had infused, the tubing ruptured. The injector reading was 250psi at the time. Contrast agent sprayed out at the pt, on the floor, and in the surrounding area. Contrast also infiltrated the IV site. The pt experienced arm pain from the contrast agent and was instructed to keep warm compresses on the site and elevate the arm. The reporter was not aware of any other interventions. The CT scan was not completed and the pt was sent back to another location in the hosp. There were no reported adverse pt sequelae. Though requested, no additional info was provided.